Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy. During the procedure, the device locked up on the surgeon. It was unk how the procedure was completed. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.